Event description:
Additional information: acute kidney injury on chronic kidney disease was noted. Empiric meropenem and eraxis (anidulafungin) were started due to concern for septic shock on (B)(6) 2023, pending further cultures. The patient was noted to have acute blood loss anemia status post massive transfusion protocol, and drain output was noted to be acceptable. There was no evidence of bleeding as of (B)(6) 2023. A do not resuscitate order was placed for the patient in the afternoon of (B)(6) 2023. His clinical status continued to decline, and care was de-escalated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas IFU (instructions for use) outlines potential adverse events, including multiple types of organ failure, sepsis, bleeding, stroke, and death, that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
T was reported that the patient passed away on (B)(6) 2023 due to multifactorial shock. The outcome was not device or therapy related and was felt to be caused by the patient's clinical condition. It was later reported that the patient's final cause of death was multifactorial shock, acute on chronic biventricular systolic heart failure status post left ventricular assist device placement, ischemic cardiomyopathy, and multivessel coronary artery disease. The patient's case was complicated by a splenic laceration resulting in hemorrhage and abdominal compartment syndrome. An emergent exploratory laparotomy, splenectomy, and distal pancreatectomy were performed. After arrival to the cardiothoracic intensive care unit (cticu), the patient was noted to have absence of flow to right lower extremities status post emergent right iliofemoral endarterectomy, right sartorius flap, and removal of foreign material from the right superficial femoral artery (sfa) on (B)(6) 2023. The patient had no meaningful awakening post operation off sedation for 12 hours though sporadic spastic movements of the extremities were noted. Spot electroencephalogram on (B)(6) 2023 did not reveal any seizures. Head computed tomography (CT) scan showed moderate right parieto-occipital stroke and basilar artery occlusion. Thrombectomy was performed on (B)(6) 2023 and there was concern for vertebral artery dissection. Neurology consult approved resuming heparin with no boluses due to risk for further embolic stroke. Additional head CT on (B)(6) 2023 showed stable areas of acute infarct but was significant for sulcal hyperdensity. This likely represented contrast in small vessels but could represent subarachnoid blood. Repeat head cts on (B)(6) 2023 and (B)(6) 2023 showed mild improvement but with new areas of concern in the frontal lobe. Acute respiratory distress syndrome (ards) was suspected in the setting of long pump run and massive transfusion and healthcare associated pneumonia (hcap). Intermittent mucous plugging with collapse of the right upper long were noted. The patient was maintained on full vent support with lung protective vent settings. Moderate to severer right ventricle dysfunction was noted coming off the pump. After placement of a right ventricular assist device (rvad) on (B)(6) 2023, they were unable to wean flows due to hemodynamic instability and volume overload. Transthoracic echocardiogram on 23apr2023 found no obvious effusion but it was difficult to assess function. There was concern for poorly supported rv with high central venous pressure (cvp) and low central venous oxygen although the biventricular assist device continued to flow without issue. The patient was on dobutamine and milrinone which was changed to epinephrine on (B)(6) 2023 due to sever hypotension. There was concern for septic shock versus neurogenic shock versus ongoing inflammatory response from multiorgan dysfunction. Right atrial thrombus was appreciated on intraoperative transesophageal echocardiogram (tee) and there was concern for lower left extremity (lle) limb ischemia. Right common femoral artery occlusion was noted shortly after arrival from biventricular assist device (bivad) operation, likely related to access via right groin intra-operatively with percutaneous closure followed by emergent right femoral endarterectomy with vascular surgery. The right foot was noted to be warm with dp/dt doppler signals. On (B)(6) 2023 an interventional thrombectomy of the basilar artery thrombus was complicated by femoral and iliac dissection with new lle mottling and weaker, intermittent doppler signal. Computed tomography angiograph (cta) shoed dissection from the left external iliac artery (eia) to the left common iliac artery (cia) and into the superior abdominal aorta with narrowing of the iliac to 2 millimeters in origin. Cta was stable on (B)(6) 2023. A hepatic laceration occurred due to exploratory laparotomy and splenectomy with distal pancreatectomy on (B)(6) 2023. A temporary abdominal closure was performed with abthera with final abdominal closure on (B)(6) 2023. Saponification of the omentum was noted in the operating room causing concern for pancreatic leak. Lipase was noted to be within limits (B)(6) 2023. The pancreatic leak was not likely to cause vasodilatory shock and it was felt that nothing could be done. Cta (B)(6) 2023 was without intraabdominal abnormality. Continuous renal replacement therapy (crrt)for volume removal was started (B)(6) 2023 as the patient failed the bumex (bumetanide) challenge. Hypervolemia was noted but the patient was too unstable to tolerate volume removal on (B)(6) 2023. 1 unit of packed red blood cells (prbcs) with low mixed venous oxygen saturation and severe hypertension were utilized to help with volume removal. The patient developed rhabdomyolysis related to critical limb ischemia on post operation day 0. Creatine phosphokinase (cpk) was down trending on (B)(6) 2023.there was concern for septic shock due to intermittent hypothermia on (B)(6) 2023 with rising leukocytosis. Blood and urine cultures were unremarkable. Thrombocytopenia was noted status post 5 units of platelets intraoperatively. This was felt to be related to consumption status post bypass and with bivads. There was low probability for heparin induced thrombocytopenia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome.